Event description:
It was reported that the pt, who was implanted in 2000, stated a gradual decreasing of volume followed by no hearing at all with his ci on (B)(6) 2011. History of impact or head trauma is denied by the pt. Problems of external parts were excluded. Latest testing in situ showed that the device has malfunctioned. The pt was implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.